Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-15621. The pt reported that her scs system is not providing effective pain relief. The pt does not want to have her scs system reprogrammed. The pt desires to have her scs system explanted and may undergo surgical intervention at a later date.